Event description:
The essure procedure was recommended by my obgyn since it was minimally invasive so I had it done in the fall of 2011. I was unaware the implant contained nickel or if an allergic reaction posed a risk. I've been through a series of medical testing due to progressive symptoms (nausea, pain, chronic fatigue, headaches, dizziness, tinnitus, utis, etc.) Without an affirmative diagnosis. The main variable prior to the start of my symptoms was the essure procedure.